Event description:
A customer reported that ultrasound oscillation was weak and the foot switch "occasionally" did not work during a cataract intraocular lens implant procedure. The case was able to be completed with no patient harm.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. The system was then tested and met all product specifications. No samples were returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be conclusively determined. (B)(4).